Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited far r wave over-sensing. No further information was received.

Event description:
New information indicates that the patient presented remotely via merlin.net. Programming changes were made. The patient was in stable condition.